Manufacturer narrative:
The 510k # is k062195; lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2011, the lay user/patient contacted lifescan (lfs) canada alleging that her onetouch ultra meter would not power on. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call. The patient reported that the subject meter stopped powering on approximately 1 week prior to contacting lfs after it was dropped. The patient informed the csr that she tests 5 times a day and manages her diabetes with a combination of insulin (set dose) and oral medication. As a result of the alleged issue, the patient claimed she skipped taking her usual dose of insulin and oral medication. The patient also reported that she went to the emergency room the same day the alleged power issue started; however, it is not known how much time elapsed between when the issue began and when she went to the ER. The patient stated that her blood glucose was "30 or 31 mmol/l" when she arrived to the ER and was treated with insulin. The day after the alleged power issue started, the patient reported developing the symptoms of weakness and blurred vision. At the time of troubleshooting, the csr noted that the patient no longer had the subject meter with her. The patient informed the csr that she threw out the meter after it stopped working. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.